Manufacturer narrative:
The device has not yet been returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by sterilmed inc., or its employees that the report constitutes an admission that the product, sterilmed inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a wpw (wolff-parkinson-white) ablation procedure using a reprocessed webster cs catheter. The patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. While performing a wpw procedure at the end of the case, it was noticed that the patient's blood pressure was low. The physician discovered and confirmed a pericardial effusion using intracardiac echocardiogram and the ultrasound catheter. The cardiovascular surgeon was called in and the medical intervention provided was a pericardiocentesis and they removed 500 cc's of fluid. The patient was stable. The physician believed that the placement of the reprocessed cs catheter was incorrect and could have caused the effusion. The physician had changed the placement of the catheter after their last ablation burn for a better signal and could have caused the perforation from the placement. Patient was admitted to the intensive care unit overnight. Transseptal puncture was performed. Ablation was performed prior to noting the pericardial effusion. The event occurred post transseptal, post last ablation of left pathway wpw. No cardiovascular surgery was performed. No cardiac perforation was confirmed.

Manufacturer narrative:
It was reported that a patient underwent a wpw (wolff-parkinson-white) ablation procedure using a reprocessed webster cs catheter. The patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. The product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. The lot number was reported as unavailable. As a result, the manufacturing record evaluation review cannot be conducted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4) concomitant products were omitted from the initial report in error. Section d10 was updated.